Manufacturer narrative:
B5 and d6b explant date were updated.

Event description:
The imeplla 5.5 was successfully explanted and the patient outcome was reported as survived.

Manufacturer narrative:
Additional information received b5 and h6 updated based on the information received from the clinical site.

Event description:
Clinical narrative (updated): additional information noted that the patient is not adhering to IFU standards for anticoagulation, as a fixed dose of heparin has been used for three days due to "neck bleeding" that occurred when the central line was removed. An impella 5.5 device was inserted via the right axillary artery in a 62-year-old male patient for pre-operative placement. The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During the night shift, the registered nurse reported runs of ventricular tachycardia. The patient remained stable and no intervention was required. The patient had an automated implantable cardioverter-defibrillator (aicd), and the nurse mentioned it may have delivered a shock, but was not certain. An electrophysiology (ep) consult was initiated. The heart failure physician stated the episodes were not related to the impella device, but rather to the patient¿s underlying cardiac condition. The patient remained on support. Ventricular tachycardia may have been related to the patient's underlying cardiac disease.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 62-year-old male patient for pre-operative placement. The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During the night shift, the registered nurse reported runs of ventricular tachycardia. The patient remained stable and no intervention was required. The patient had an automated implantable cardioverter-defibrillator (aicd), and the nurse mentioned it may have delivered a shock, but was not certain. An electrophysiology (ep) consult was initiated. The heart failure physician stated the episodes were not related to the impella device, but rather to the patient¿s underlying cardiac condition. The patient remained on support. Ventricular tachycardia may have been related to the patient's underlying cardiac disease.